Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine 1 mg/ml; 0.99 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported that on (B)(6) 2019 the patient noticed their pump was flipping. On (B)(6) 2019 a pocket revision was done. Right after the revision the patient started having withdrawal symptoms. The patient had a refill on (B)(6) 2019 and was feeling fine. The hcp aspirated the pump got back 40 ml and was expecting to get back 8.5. The hcp stated that she could tell the pump was flipping again. A flipped pump was suspected due to refill difficulties. The hcp removed the drug and was going to put the pump at minimal rate. The hcp planned to follow up with the doctor to correct the pump pocket. No further complications were reported.